Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.